Event description:
It was reported that patient presented in clinic after receiving inappropriate therapy due to lead noise. Sporadic oversensing of high amplitude noise was noted. Noise was unable to be reproduced with isometrics and pocket manipulation. The lead was explanted and replaced. Patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: internal insulation abrasion was noted under the rv shock coil at 6.7-6.8cm from the distal tip. The ring electrode conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.